Manufacturer narrative:
Product analysis : as found condition (condition of returned device): the echelon-10 microcatheter was returned for analysis within a shipping box, and inside of a sealed plastic biohazard pouch. Damage location details: no damage or irregularities were found with the echelon-10 hub. The catheter body was found to be damaged (smashed) at ~8.2cm near the distal segment of the catheter body, proximal to the distal marker band. The distal tip was noticed to be heat shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~155.1cm, and the usable length was measured to be ~148.2cm, which is within specification (specification: total (ref) = 155cm, usable: 147.0cm ± 1.5cm). The echelon-10 microcatheter was flushed, and water was found to be leaking from the distal body. No water exited the distal tip. An in-house (silver speed -14 hydrophilic guidewire) was selected and inserted into the echelon-10 hub, where it met resistance within the microcatheter body distal segment. The guidewire failed to exited the distal tip. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter kink/damage¿ was able to be confirmed. The echelon-10 was returned with damage to the distal segment of the microcatheter body. The damage looks like it may have been caused by a heat source, which could be confirmed as the distal tip was found to be heated shaped. A few possible causes of ¿catheter kink/damage¿ are but not limited to damaged caused during preparation, patient vessel tortuosity, and catheter damage or device damage; however, the root cause for the ¿catheter kink/damage¿ was unable to be determined. Patient's vessel tortuosity was noted to be moderate. The reported device and any accessory devices were prepared, and the catheter was flushed as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a microcatheter had creases in the middle. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing an aneurysm embolization. Patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a 7mm diameter. Additional information received reported a new microcatheter was used to complete the surgery. There was no damage or evidence of tampering to device packaging. The damage wa not fund upon opening the package. It was found when opened the package and hydrated it.